Event description:
Procedure: diagnostic laparoscopy, hysterectomy dilation and curettage, possible novasure thermal uterine ablation. According to the reporter: the autosonix's hook tip probe was used on a setting of 5.0 to ablate several endothermal implant clusters. Two different hook tip probes were used and both of them were defective with shearing of the end of the instrument off into the patient's pelvis. Both middle tips were recovered with a grasping forceps. No patient injury was incurred. The probes were from two different lot numbers (n2e0030x and n2e0031x). (B)(4).

Manufacturer narrative:
(B)(4).